Event description:
The patient was having radiation treatment for hodgkins lymphoma. The treatment was to her mediastinum and the anterior and posterior blocks were slightly different. On the initial preport block check, the blocks were correct. On a subsequent port film, it was noted the block for the ap was actually the pa blocking. Per the staff, this is not something that can be easily changed. An assessment was done to determine if it could be operator error and a user error could not be found. The software was turned over to impac who is currently investigating the problem.